Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 03-may-2023. It was reported the needle feels as though there is no lumen and dull needles. To aid in the investigation, fourteen samples were received for evaluation by our quality team. Ten samples were in sealed packaging blisters, three in opened packaging blisters and one with no packaging blister. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. The ten samples in sealed packaging blisters and the one sample with no packaging blister expelled the solution with a normal flow. The three samples in opened packaging blisters did not expel the solution; these three needles are clogged. The opened packaging blisters were opened by pushing the needle hub through the packaging top web. It is recommended to open the packaging blister by pulling the bottom and top webs apart. Pushing the needle hub through the packaging top web could create foreign matter that induces a clogged needle. A device history record review was completed for provided material number 305106, lot 2087106. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom of needle clogged / blocked reported by the customer is confirmed. H3 other text : see h10.

Event description:
It was reported that 30 bd precisionglide¿ needles were defective/blocked during the injection. The following information was provided by the initial reporter: "over the last couple months the needles that I have been using for botox, bd 30-gauge x1/2 inch needles, has had an unusually large amount of defective needles... I would say that over the last couple months I have had 30 defective needles. It feels as though there is no lumen and I cannot inject with them. During the procedure I have to stop and change to a new needle. Having a faulty needle does occur but is typically infrequent so not sure what is going on with this batch".

Event description:
It was reported that 30 bd precisionglide¿ needles were defective/blocked during the injection. The following information was provided by the initial reporter: "over the last couple months the needles that I have been using for botox, bd 30-gauge x1/2 inch needles, has had an unusually large amount of defective needles... I would say that over the last couple months I have had 30 defective needles. It feels as though there is no lumen and I cannot inject with them. During the procedure I have to stop and change to a new needle. Having a faulty needle does occur but is typically infrequent so not sure what is going on with this batch."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.